Event description:
We received a report that after inserting a tecnis za90030205 intraocular lens (iol) it was noticed that the haptic was bent and so was subsequently removed. In follow up it was learned that a vitrectomy was performed. There was no capsule tear, incision enlargement or other complications. Another za9003 was placed and again the haptic was damaged. The iol was removed and a third za9003 was implanted. The procedure was then completed successfully without complications. As it is unknown which iol may have caused or contributed to the vitrectomy, a separate report is filed for both lenses.

Manufacturer narrative:
Pt age and gender: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half and one of the haptic's was observed broken. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens, additional analysis was not possible. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.